Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was treated with coronary artery bypass. Aspirin was last taken in 2012, study drug was last taken in 2011 and "other" antiplatelet medication was never taken during study. The patient was treated with coronary artery bypass graft (CABG) x 3 vessels using left anterior descending artery (lad) to 2nd diagonal and saphenous vein graft (svg) to obtuse marginal (om) and distal circumflex. Ten days post procedure, the event was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient presented with generalized weakness. The 70% mid proximal stenosis in the right coronary artery (rca) and 80-90% stenosis of post descending artery (pda) was treated with cutting balloon angioplasty with 10% residual stenosis. The 99% proximal edge stenosis of study stent in first obtuse marginal (om1) was treated with coronary artery bypass graft (CABG) with saphenous vein graft (svg) to om1. Previously it was reported that in (B)(6) 2013, CABG was performed from the left anterior descending artery (lad) to the second diagonal branch. Now it is reported that CABG was performed from the with left internal mammary artery (lima). Five days post procedure, the subject was discharged on the same day with aspirin and clopidogrel. The patient was noncompliant with his medications.

Event description:
(B)(4). Same case as: 2134265-2013-03752. It was reported that subsequent to a coronary stenting treatment procedure, chest pain occurred. The patient presented to the facility on (B)(6) 2010 due to stable angina and was referred for cardiac catheterization. Target lesion no. 1 was a de novo lesion located in the first diagonal branch with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct placement of 2.50 x 12 mm taxus liberte stent. Following post-dilation, residual stenosis was 0%. Target lesion no. 2 was a de novo lesion located in the first obtuse marginal branch with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct placement of 2.25 x 8 mm taxus liberte stent. Following post-dilation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel one day post procedure. On an unknown date the patient presented with chest pain. On (B)(6) 2013, the patient was hospitalized and was treated with intervention. The patient was discharged 10 days post intervention.